Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00238: stem.

Event description:
Post operatvely, there was bone resorption around the arh solutions radius replacement implant.